Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was tested via the analyzer, and exhibited normal impedances. Shortly after connecting to the device, the lv lead exhibited high impedances. The lead connector was removed from the device header, and was reinserted. Further testing indicated impedances within normal limits. The lead and device remain in use. No patient complications have been reported as a result of this event.